Manufacturer narrative:
Clarification.: the filler was injected into the patient and is not accessible for return. The syringe was discarded. (B)(4). The event of "fracture" is considered an unexpected adverse drug experience. A review of the device history record has been completed. No deviations or non-conformances noted. The event of not device related "fracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional (hcp) reported to have had injected a patient in the lips with juvéderm® volift® with lidocaine and in the chin with juvéderm® voluma® with lidocaine. Almost 2 months later, the patient was injected in the chin with juvéderm® voluma® with lidocaine. Approximately, over 3 months later the patient broke the foot; the event was assessed as not device related. 3 days later the chin started hurting and hardened. X-ray confirmed foot fracture 5 days later. No medication was given for the fracture. 9 days later lips started showing symptoms. Event was described as ¿filler¿ ¿become hard and swollen¿, clarified as swelling and hard nodules in the lips and chin. Patient commenced prednisone 4 days later with no results. Lumps/nodules settled with the treatment but started back again. 11 days later patient was injected with hylase® in the upper and lower lips, focusing on firm nodules. Patient commenced cephalexin 4 days later ¿as symptoms of swelling and lumps were worsening with "blisters on the lips.¿ the hcp has not seen these. Patient was scheduled for review 3 days later. Another treatment with hylase® has been delayed at patient request. The symptoms have not resolved. This is the same event and the same patient reported under MDR ID # 3005113652-2020-00354 (allergan complaint # (B)(4)) and MDR ID # 3005113652-2020-00355 (allergan complaint # (B)(4)). This is the first MDR submitted for the second suspect product, juvéderm® voluma® with lidocaine (lot vb20a90648).